Manufacturer narrative:
The product or products were received for analysis/ses.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise stent (enf451412/10416746) was stuck into the prowler microcatheter (606s255x/15898161), and both devices were removed as unit. The procedure was successfully done, and both components were expected for analyses, but to date neither device was returned for analyses. One non sterile enterprise was received in a coil dispenser and inside of its original packaging pouch. The delivery wire was received inserted in the introducer. Neither the enterprise stent nor the involved mirocatheter were received. No anomalies were observed in the received units. The entire delivery wire was inspected under microscope and no anomalies or damages were observed. No functional test could be performed, as neither the enterprise stent nor the involved microcatheter was received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10416746. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: ¿delivery wire- impeded with loss of cerebral target position¿ could not be confirmed and could not be properly analyzed as functional analysis could not be performed because neither the enterprise stent nor the involved microcatheter was received. The exact cause of the event experienced by the customer could not be conclusively determined; however, this failure does not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products associated with this complaint (B)(4).

Event description:
During the procedure, the enterprise stent (enf451412/10416746) was stuck into the prowler microcatheter (606s255x/15898161), and both devices were removed as unit. The procedure was successfully done, and both components will be returned for analyses.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). This is one of two products associated with this report. Device information will be provided in subsequent reports.